Manufacturer narrative:
The investigation concludes that a lower-than-expected result was obtained from a single vitros liquid performance verifier (lpv) fluid using vitros ammonia (amon) slide lot: 1020-0267-3666 on a vitros 350 chemistry system. The assignable cause of the event was user error due to improper slide cartridge handling. The customer used a vitros amon cartridge where the on-board stability for a cartridge loaded on a vitros analyzer had been exceeded. Per the vitros amon instructions for use, the on-board stability for a vitros amon slide cartridge is </= 1 week, and the affected cartridge had been on board for 3 weeks. The customer unloaded and discarded the affected cartridge and loaded a new cartridge of vitros amon lot: 1020-0267-3666 slides and retested both vitros lpv fluids. The customer stated the vitros amon results obtained from the new cartridge were within the rom for each fluid but did not provide any results.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower-than-expected result from a single vitros liquid performance verifier (lpv) fluid using vitros ammonia (amon) slide lot: 1020-0267-3666 on a vitros 350 chemistry system. Vitros lpv ii, lot: m2779 vitros amon result of 150 umol/l vs. The expected result of 199.7 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower-than-expected vitros amon result was obtained from a non-patient quality control fluid, however, the investigation could not rule out that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4).